Event description:
During a total lap hysterectomy procedure, the device was being used without problem for around 1.5 hrs and then it came up as an instrument error. The instrument was removed and retightened and the same error appeared. The instrument was then replaced. No patient consequence.